Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction recurs.